Manufacturer narrative:
Adverse event investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was underfill or low draw of a tube with blood. This event occurred seven times. The following information was provided by the initial reporter: translated to english. The customer stated: "it has been reported several tubes without vacuum, that leads to a loss and sometimes it requires double punctures in patients. Customer doesn't have the exactly quantity affected, it is more or less 20 to 30 tubes per day. The frequency or rate of occurrence is like 10% of the daily work. The labeled collection volume is none, it wasn't filled at all, the fill level is close to zero. Tubes were rejected during attention to users. There were successful collects from the same lot. This is happening with in all the facilities, there is not a particular department. The collection method is straight needle. It wasn't used any bd device to transfer blood to the tubes.the tubes haven't been exposed to extreme heat."